Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during an angioplasty procedure, the device was unable to cross the lesion. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated and a 3.00x32mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: visual and microscopic examination of the device noted stent damage. One strut mid stent was raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).